Event description:
It was reported that the patient presented to the hospital due to his inflatable penile prosthesis (ipp) device was not working properly three years after implant. Two weeks after the patients appointment, he underwent a surgical procedure in which all his ipp components were explanted and replaced. Upon explant, it was noted that there was a crack in the right cylinder connecting tube. The cause of the tube issue is unknown by the hospital. After this intervention, the patient got better. .